Manufacturer narrative:
A visual examination revealed that the working length was twisted and the cut wire was bent and broken inside the handle. The diameter of the wire at the handle section was measured and meets the od specification. Separating the handle from the extrusion, resistance was encountered sliding/ advancing the cut wire (needle) through the extrusion due to the twisted working length. It appears that the working length was twisted during customer prep which hindered handle actuation and caused the cut wire inside the handle to bend and break. The condition of the returned incident device was consistent with the complaint that the cut wire inside the handle was broken. During manufacturing, the needle extension is inspected to meet the manufacturing specification by actuating the handle which ensures the cut wire/ needle integrity at the handle. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the wire within the handle broke and popped out. The device was not used in the patient and the procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the wire within the handle broke and popped out. The device was not used in the patient and the procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.